Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and medical records received. Ppf has no allegations. After review of medical records, patient was revised to address painful left total hip secondary to metallosis from a metal-on-metal articulation. Revision notes stated of well-formed pseudocapsule and when entered, there were metal debris in the capsule posteriorly and anteriorly, but only minimal amount of clear fluid.